Event description:
Boston scientific received information that during the implant procedure difficulty was encountered when implanting this right ventricular lead. After several attempts the patient blood pressure decreased and a perforation was noted. The perforation was resolved during the implant, and the lead was finally positioned. Normal measurements were obtained and the lead remained implanted. The patient was brought to the intensive care unit for further follow up.

Manufacturer narrative:
Should additional information become available this investigation will be updated.